Manufacturer narrative:
There is an instruction that states, "use this pad only on a 110-120 volt ac circuit. Unplug when not in use. Do not use with generators, power converters, or inverters" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4) alleging that a mattress/heating pad was the cause of a fire that damaged its insured's property and caused injury to insured's back while fleeing the event due to tripping and falling.